Event description:
It was reported that the patient lost therapy two weeks prior to the date of this report. The patient had a lead revision. While in the operating room, a fluoroscope was used to see the lead placement. Upon reviewing the lead placement, it was found that the two distal contacts #0 <(>&<)> #1 were broken. These two contacts were still in the patient's epidural space. The physician was able to place another lead to c2. The patient was receiving therapy and was happy.

Manufacturer narrative:
Analysis of the lead, lot # v637461020, found the lead distal end conductor broken. Two conductors are broken at the distal edge of the #2 electrode and two conductors are broken at the distal edge of the #3 electrode. The #0 and #1 electrodes were not returned. Analysis of the extension, serial # (B)(4), found no anomalies. Analysis of the device, model 37712, serial # (B)(4), found functionally okay, with no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3777-60 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37743 serial# (B)(4), product type programmer, patient product ID, 3708120 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.